Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The implant stopped helping with her bladder symptoms. She followed up with her new managing healthcare professional (hcp) but she did not know what to do and the manufacturing representative (rep) was supposed to come to the appointment and never showed up. The patient had not tried adjusting her settings or done anything yet. The patient tried to sync and nothing was coming up on the screen. The patient replaced the batteries with heavy duty batteries and the screen was still not coming up. The patient was advised to purchase brand new aaa alkaline batteries. The return of symptoms started in (B)(6) 2016 and the patient programmer (pp) not powering on started today, (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they replaced the batteries with regular aaa alkaline batteries, and were able to turn the programmer on. It was noted that the patient was reprogrammed, and the different program worked better than when first implanted. The loss of therapy was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.